Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to physical damage to the area where the material remained. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an air or water flow issues from the air or water flow system. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E2: added telephone number (B)(6). The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient cleaning. Additional evaluation findings: air supply volume does not meet the standard value, water supply volume does not meet the standard value and water removal ability does not meet the standard value due to clogging of the nozzle, bending angle in up direction does not meet the standard value due to wear of the angle wire, adhesive on bending section cover had a chip, adhesive on bending section cover, adhesives around the objective lens and adhesives around light guide lens had a white-clouded area, connecting tube had a buckling, connecting tube, lock engagement lever, grip, protector of universal cord on control section side, protector of universal cord on suction connector side and suction connector had a scratch, universal cord had a wrinkle, and damage or deformation due to physical stress. Additional information is still pending and investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.